Event description:
It was reported the system failed to display a live image, thus making the system unusable. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and replaced the batteries. The system operates as intended.